Event description:
A report was received that following a fall into an ambulance due to a degenerative disease, the patient's stimulation ceased. The patient was unable to couple the charger to the ipg or communicate with the ipg via the remote control. The physician has decided to replace the ipg.